Manufacturer narrative:
Concomitant medical devices: 4479 lead, implanted (B)(6) 2004. This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient was seen in the emergency room due to complaint of chest pain. Remote transmission showed loss of ventricular capture in some episodes in the presenting electrogram. Both the left ventricular and right ventricular leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.